Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional and electrical testing of the device. A visual inspection was performed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:22:18. During night drain cycle four, the patient's ultrafiltration reading was 1250 ml, indicating the home patient drained 1250 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.